Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint was reported as the following: a pt on a ventilator was having cough spasm, which resulted in his secretions being too thick making it difficult to remove the phlegm with suction. The therapist noted the neptune heater was working properly, but the water level in the bottle was always marked "full". Upon inspection of the bottle, one of the sharp spikes had not punctured completely through the bottle and the therapist felt that this was possibly causing decreasing humidity in the circuit. There was condensation in the tubing, and in the drain bottle under the expiratory filter there was some humidity present, but not a lot. No pt injury reported. Pt current condition is unk.